Event description:
A medtronic (B)(4) representative reported a post op CT showing 2 misplaced screws after a navigated spine procedure. The screws were misplaced on c7 and t1 on patient's right side. Vertex max was used for the procedure. Navigation was based on pre-operative CT scan. Surgeon confirmed they used fluoroscopy during the case. For the procedure, they navigated the drill guide, the cervical pedicle finder and a pointer. The screws were not navigated as they don't have a navigated screwdriver for vertex max screws. The screws are misplaced but totally asymptomatic for the patient. No additional surgery needed

Manufacturer narrative:
The patient identifier and weight are not available from the site. No parts or files have been received by the manufacturer.

Manufacturer narrative:
A medtronic representative tested the accuracy of the system on site. No issues were found. System performed properly during testing.